Manufacturer narrative:
On 04/08/2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD (refer to MDR:100016597-2011-00123) associated to the subject lead was explanted two days after implant because of high lead impedance: during the implantation procedure, correct lead impedances were measured with the external psa; when the defibrillation lead was connected to the ICD, high lead impedance were measured (for both pacing impedance and rv/svc coils). Same results were obtained just before the re-intervention. The physician left the lead implanted and replaced the ICD thus solving the problem.